Manufacturer narrative:
Beginning (B)(4) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacture for repair and evaluation. The service record indicates that the device was manufactured on 02/04/1992 and was last repaired on (B)(6) 2012 for a non-related issue. Evaluation of the device observed that the comb and gear were damaged. A test mesh and calibration could not be performed due to damage of the comb. Four cutters were also returned for evaluation. Evaluation of the cutters determined that the 1.5:1 cutter produced an acceptable test meshes and the 2:1, 3:1 and 4;1 cutters produced unacceptable test meshes. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling. According to the instructions for use the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher tore the skin grafts. Additional clinical follow up with the customer indicated that an additional graft was required to be harvested and surgery time was extended by an unspecified amount of time.